Event description:
Account states they have been experiencing erratic recovery for glucose and bun. They provided the following example of a patient glucose sample: initial result 92 mg/dl, repeated as 133 mg/dl. No adverse events were reported in association with the incorrect result. The field service representative found the sample probe was bad and repaired the instrument.